Event description:
On november 16, 2009 the lay user/pt contacted lifescan (lfs) to report the one touch ultra easy meter was giving inaccurately high readings. On november 30, 2009 the technical service representative (tsr) spoke with the pt to obtain and verify info. On event date at 7:00 pm, the pt obtained the pre-dinner blood glucose reading of 'hi mmol/l' (greater than 33.3 mmol/l) on the reported meter. Based on this reading, the pt took eight units insulin, type not specified; the tsr confirmed the pt took insulin, not lucozade, as originally reported. At 7:15 pm, the pt obtained the reading of 8.9 mmol/l (160 mg/dl) on a second meter. At approximately 8:00 pm, the pt experienced the symptoms of sweating, feeling faint, hunger and 'seeing black'. The pt did not test her blood glucose level while symptomatic. The pt administered the self-treatment of a glucose tablet and toast; she did not seek any medical attention. Earlier on the day of this event, the pt had obtained the blood glucose readings of 13.0 mmol/l, 10.8 mmol/l, 16.6 mmol/l, 5.8 mmol/l and 7.2 mmol/l. The pt takes an unspecified insulin four times per day. Her expected blood glucose readings range from 7.0 mmol/l to 10.0 mmol/l. Troubleshooting revealed the pt's test strips were expired, which can cause inaccurate readings. The meter, test strips and control solution were replaced. The pt used expired test strips. The pt allegedly suffered symptoms suggesting severe hypoglycemia after taking an insulin dose based on elevated meter readings, and received treatment with food to alleviate those symptoms. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.